Event description:
Customer reports back to back testing on the same meter while using the compact plus system with results of 164 mg/dl and 91 mg/dl. No quality controls were run during the call. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.